Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a partial knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made, however, no additional information is available.

Event description:
It is reported that the patient underwent a partial knee arthroplasty revision to address disease progression of osteoarthritis approximately four (4) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4, d6a, g3, g4, g6, h2, h4, h6, h11. The reported event could not be confirmed as medical records were not provided. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient¿s risk for progressive osteoarthritis. Additional trauma from external forces also accelerates this reaction. Patients with disease progression of osteoarthritis in the affected joint develop pain and decrease in joint flexibility. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.